Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information in fields: d4, d8, d9, h3 & h6. The device was returned to olympus for inspection and the reported failure was confirmed. However, the cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. Based on the results of the product inspection and investigation, it is inferred that the reported event occurred through the following mechanism: 1. When the seal & cut output was performed while thick tissue was gripped at the tip of the gripper, the probe and tissue pad came into contact at the rear end of the gripper, causing wear on the tissue pad. 2. As the tissue pad wore down, the non-insulated part of the gripper came into contact with the probe. 3. When the seal & cut output was performed while the non-insulated part of the gripper was in contact with the probe, contact marks were formed. 4. As the load of the seal & cut and gripping the tissue was applied to the probe, a crack occurred starting from the contact mark. 5. A load was applied to the probe, causing it to break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's tip broke during a therapeutic hysterectomy procedure under sedation. The tip's broken pieces were immediately recovered using forceps mechanism. There were no reports of further patient harm.